Event description:
Following catheterization, patient was noted to have a large hematoma. Further examination revealed a retro-peritoneal bleed. Vessel was noted to be ripped. Felt it occurred upon withdrawal of catheter.